Event description:
It was reported the "settings not available" error was seen on both sides of the basic evaluation when the patient was instructed to change sides. It was thought that the leads may have moved causing increased impedance and hence the error message. Overall, the patient had good benefit and a successful trial. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).